Event description:
During a 2d case, before the patient is shifted, the demo system was turned on and it was noted that the ECG signals were not displayed the monitors and the procedure was cancelled. Troubleshooting was performed, which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One workmate¿ claris¿ amplifier was received for evaluation. When power was applied, the amplifier passed the post (power-on-self-test) and communication was established. The electrocardiogram (ECG) was imported with an ECG simulator to the amplifier and the ECG signal was not observed. Internal visual inspection revealed the pressure cable was not plugged into the connector on the pressure board. The bio-switch board in slot 0 (upper bank) was reseated and the ECG testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to loosen connection of the bio switch board in slot 0.